Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right ventricular (rv) lead exhibited elevated thresholds, no capture and pacing inhibition due to a perforation. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.